Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that during an unknown procedure, the clips were unformed. The case was completed without consequences.